Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited both high out of range pacing impedance measurements and high out of range shock impedance measurements. Subsequently, this patient underwent a replacement procedure, and this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. Please note: patient code 3191 was applied to capture the reportable event of surgery. Update: upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment of the lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed fractured conductors approximately 3 cm from the terminal pin. The lead body was also bent at this location. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of high pacing and shock impedance were likely caused by the confirmed conductor fracture(s).

Event description:
It was reported that this right ventricular (rv) lead exhibited both high out of range pacing impedance measurements and high out of range shock impedance measurements. Subsequently, this patient underwent a replacement procedure, and this rv lead was explanted and replaced. No additional adverse patient effects were reported. This lead has been returned and analysis has been completed. This report has been updated with the product investigation results.